Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump and provided reset information. The caller was informed to contact technical support again if the malfunction code reoccurs, and they acknowledged the instructions. Customer may continue to use the pump.